Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported after the avea ventilator passes extended self-test (est), high peak pressure (ppeak) and ventilator inoperable (vent inop) display occurred. The customer reported no patient involvement or allegation of patient harm.

Manufacturer narrative:
The reported issue of the suspect device was resolved by performing remediation of the device under field corrective action. The device has been tested and is working to service specifications. No further investigation will be performed.